Manufacturer narrative:
Additional information was received that the patient chose not to use the device after a nondevice related accident, and she did not want to be reprogrammed. The system was functioning normally after the accident.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 15047654, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.